Manufacturer narrative:
(B)(4).

Event description:
Information from a consumer reported that the implantable neurostimulator (ins) for complex regional pain syndrome type 1 was replaced over the summer because it "wasn't working right". Information pertaining to the symptoms the patient experienced, troubleshooting performed (and results), and cause of the issue was requested. A follow-up report will be sent should additional information be received.